Manufacturer narrative:
Product complaint (B)(4). Batch manufacturing records was reviewed for any process deviation but no deviation was observed. Attempts were made to obtain a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? What was used to complete the procedure? What is the current condition of the patient? What tissue was being approximated or sutured when it broke? Could you please confirm if we will receive the device? Product return status indicates availability unknown.

Event description:
It was reported that the patient underwent an unknown procedure on 3/1/2020 and the suture was used. During the procedure when surgeon pull suture for making knot, the suture break. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/22/2020. Batch manufacturing records of nw2763/t9001 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional h3 investigation summary: product complaint (B)(4) logged in for performance - breakage suture. Below is the detailed analysis of retain sample: complaint sample: complaint sample not received for investigation. Five retain samples of incident codes nw2763 and lot number t9001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.